Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed asthma and eye irritation. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and the patient developed asthma and eye irritation related to a CPAP device's sound abatement foam.the details of the patient's required medical intervention are unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An observed an unknown dust contaminant on the inside of the blower box at the location of the filter. An unknown dark contaminant was observed on the top enclosure.an unknown dust contaminant was observed on the bottom enclosure, rear panel, on the blower, and the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed.it is confirmed no presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device evidence of sound abatement foam degradation/breakdown was not observed.